Manufacturer narrative:
A supplemental report will be sent when analysis results are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders and parkinsons dual. A device was returned on 2017-07-07. It was reported that the battery was explanted on (B)(6) 2017 due to early battery depletion. There were no patient symptoms reported. It was noted that it was unknown if the battery was replaced. Patient weight information was not provided. It was not that the event occurred at a hospital, during surgery, or had a direct patient implant. No further complications were reported.

Manufacturer narrative:
Product analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.